Event description:
Additional information from the healthcare provider of the clinical study reported, the patient was also given topicort ointment. Patient indication for use is overactive bladder.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider of the clinical study reported the event resolved without sequelae on (B)(6) 2015.

Event description:
It was reported the patient had a rash near the stimulator site. There was itching and redness above and below the stimulator incision site. Cephalexin was given as an intervention and the event was considered ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lyjm, implanted: (B)(6) 2014, product type: lead. (B)(4).